Manufacturer narrative:
The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that after a percutaneous coronary intervention (pci) via left femoral artery, an echography was performed to confirm that there was no stenosis or calcification around the puncture site for hemostasis with the angio-seal device. The device was then inserted into the artery and there were no major problems with the procedure; however, when the insertion sheath and device were withdrawn after deployment of the anchor and collagen, high resistance was felt. The suture was cut, and an angiogram was performed to confirm at the end and showed that the peripheral vessel from the puncture site was occluded. Echography showed that there was something like an anchor caught in the artery, therefore the anchor, collagen and suture were immediately removed from the patient by surgical procedure. There was no reported health hazard to the patient after observation. The physician who performed the surgical procedure commented that it was not so much the anchor that was stuck, rather that there was an arterial dissection near the puncture site that appeared to be obstructing the blood flow. The doctor, who oversaw the procedure, commented that since the patient was on dialysis, there was some calcification throughout the leg; however, the presence or absence of obstruction was confirmed by angiography and echography prior to the use of the angio-seal. It was speculation; however, likely that the high resistance at the time of withdrawal of the insertion sheath and device may have caused the anchor to deploy outside the artery and aggravate the dissection. The reported event resulted in patient injury and/or require medical or surgical intervention. A pre-deployment angiogram was performed. The size of the sheath ancillary used was 8 french. The puncture site was distal to the inguinal ligament of the left common femoral artery. The vessel's diameter was 4 mm. No equipment or other devices were used with the device. The patient was recovering. An ultrasound and angiogram were performed to diagnose the vascular insufficiency. Additional information was received on 24dec2024: the blood loss amount was less than 250cc's.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint could be confirmed for vessel occlusion. The exact root cause could not be determined. The likely cause was determined to have been use of the device in a dissection plane resulting in resistance during device deployment and the reported adverse event. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).